Event description:
Revision surgery - alpha ii stem - modular neck oti fracture size 8x32mm. Encore medical/djo surgical rec'd a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of encore's acquisition of the oti product lines, oti -not known and pinnacle holding inc.- agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on (B)(6) 2005. The info in this report has been forwarded to (B)(6) at pinnacle holding inc., (B)(6). Note: product was returned to encore on (B)(6) 2009. Product will be forwarded by encore to pinnacle holding inc.